Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/ removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received. Litigation alleges pain and personal injuries as a result of the product's failure. The patient was advised for a scheduled revision on (B)(6) 2021, however on (B)(6) 2021, x-rays showed a pubic ramus fracture. The fracture appeared to originate in the pubic ramus adjacent to the cup and extends to the medialized portion of her cup. Her doctor recommended that surgery be postponed until the fracture heals in order to mitigate risk and minimize complications. Doi: (B)(6) 2008. Dor: scheduled on (B)(6) 2021; unknown affected side of the hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (date of birth), b7, d4 (lot number, UDI and expiration date), e1, g4 and h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: a1, d1, d2a, d4 (catalog) and d10.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2018, a progress note noted that patient have been sore for couple of weeks and due to pain patient assist her right hip flexion with her arms. Reported also walking up with stiffness in her si joint. Medical records received. (B)(6) 2021, that patient was revised due to adverse local tissue reaction, pseudotumor. Operative noted a heavy adhesions and evidence of trunnionsosis. Acetabular shell was explanted and has minimal bone loss. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: previous investigations that have included device history reviews since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing, or inspection. Therefore, no device history record (DHR) review for this individual asr component will be carried out at this point in time.